Manufacturer narrative:
Device has been evaluated but not repaired, pending customer approval of the estimate.

Event description:
The manufacturer received information alleging a ventilator stopped working. The device was not in patient use. The ventilator was returned to the manufacturer's service center for evaluation and the customer's complaint was confirmed. The device's blower motor and active exhalation control module need replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a failure of the blower motor and active exhalation control module. The blower motor and active exhalation control module were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the blower motor failing was due to seized bearings. The active exhalation control module was evaluated and found the root cause of the active exhalation control module failing was due to contamination.